Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was unknown and current blood glucose level was 540mg/dl. Customer stated they had issues with his insulin pump. Customer had no symptoms. It was unknown whether the customer was using auto mode or not. The customer will discontinue the use of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.